Event description:
It was reported that a spectrum iq infusion pump infuses above the 5% tolerance during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Functional testing and a review of the event history log were performed and did not identify any issues related to the customer reported condition of 'infusion above the 5% tolerance'. Evaluation sent the device for flow testing and delivered within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The pressure plate set up will be performed and springs will be replaced as a precautionary measure. Should additional relevant information become available, a supplemental report will be submitted.